Manufacturer narrative:
Additional information: the following field was updated based on the additional information received: section e1: initial reporter email address: (B)(6). Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: may 15, 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received for evaluation. Visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue "explant" and ¿unspecified injury¿ was not confirmed during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the complaint issue reported could not be confirmed. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noticed that the information indicating that the explant was due to patient experience of "halo/glare" was inadvertently not included in the supplemental MDR report #1; therefore, the information has been captured in the supplemental MDR report. Also in review, it was also noticed that the site contact person's email was inadvertently entered in section "e1" of the supplemental MDR report #1 instead of doctor's email which the information has been corrected in this supplemental MDR report. The following fields were updated accordingly: section e1: initial reporter email address: (B)(6), section h6: health effect - clinical code: 2227 - halo, section h6: health effect - clinical code: 2140 - visual disturbances. The following code which was entered in the initial MDR report is no longer applicable to this event: section h6: health effect - clinical code: 1845 - eye injury. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noticed that the entry "h.6 (health effect -clinical code)" that was inadvertently used in follow-up #2 did not pertain and should not have been used. The information has been corrected in this supplemental MDR report and the following verbiage was updated accordingly: please note that the information reported in sections d2 (common device name), h.6 (medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye. The reason for the explant was not specified. Another johnson and johnson lens of different model and diopter (aab00 19.0d) was used as a replacement. The patient outcome was not provided. No further information is available.

Manufacturer narrative:
Section a4 and a5: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between (B)(6) 2022 and (B)(6) 2023. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.